Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that monoject 35ml syringes are an option that is allowed in their carefusion syringe infusion pumps. They stock both covidien monoject 35ml and cardinal monoject 35ml. Neonatal intensive care nurses recognized that the cardinal version was slightly different, and when both syringes were pulled back to the same value, the plunger of the cardinal brand syringe was extended further. This causes the pump to overestimate how much medication is left in the syringe. In addition, this mismatch is likely causing erroneous doses to be administered (if the barrel size is different on the inside). While this may be irrelevant in majority of patient care situations, it is very concerning in populations that are receiving very small doses, like their neonates.

Manufacturer narrative:
After a thorough review of the information received from the customer, it has been determined that this reported event does not meet the criteria for reporting as a serious injury and this report was filed in error. There was no patient harm, medical intervention, or details reported by the customer which indicate the patient was in substantial risk of a serious injury at the time of the event. If additional details are received, the reportability decision shall be re-evaluated.

Manufacturer narrative:
The reported issue has been confirmed and a CAPA-crp-03163 has been initiated to further investigate. In addition, the reported device is part of a recall, event-2023-05729/res 93075. Please refer to the recall for additional details.